Event description:
A malfunction alarm identified as malf 12 occurred, and technical support assisted the caller with resetting the pump. There was no reported impact on the customer's blood glucose level. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.